Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The cam02 touch screen was frozen during pt care. The issue persisted despite two hardware reboot per user manual. There was no pt injury and no delay in surgery. Additional info has been requested.